Event description:
It was reported that the lead exhibited noise and increased thresholds. A lead fracture was suspected. The physician would schedule a lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.